Event description:
It was reported that review of the electrocardiograms revealed that the pulse generator exhibited noise and high ventricular rate episodes. The noise was not reproducible with isometrics. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).